Manufacturer narrative:
The test strip retention material complies with the specification based on requirements of the regular testing process in the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
A retention meter was sent to the customer for comparison testing. The patient received the retention meter and performed comparison testing on (B)(6) 2023. The patient's meter result was 3.5 inr. The retention meter result was 3.4 inr. The laboratory result was 2.95 inr. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation is ongoing.

Event description:
There was an allegation of questionable results from coaguchek inrange meter, serial number (B)(6), compared to a laboratory result using a stago analyzer. On (B)(6) 2023, the meter result was 3.7 inr. The laboratory result within 3 hours was 2.70 inr. On (B)(6) 2023, the meter result was 3.7 inr. The laboratory result within 3 hours was 2.66 inr. The patient¿s therapeutic range is 2.5 - 3.0 inr.